Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) defibrillation lead was exhibiting high impedance due to possible fracture. The alert which had been triggered was turned off and the patient was scheduled for defibrillation threshold testing. The svc was to be permanently programmed off if testing was successful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).